Event description:
The facility reported the caregiver was transferring the resident from the bed to toilet using the sling, but not leg straps. The resident was in a standing position over the toilet when the lifting arms (two arms, one part) detached. Both bolts were sheared off. The handles were damaged and the support between the two arms was twisted. The resident fell to the floor, hitting her head on the wall. The resident was taken to the ER for x-rays. The resident sustained bruising to the buttocks, hand and head. No fractures were noted. No treatment was described. (B)(4).

Manufacturer narrative:
Additional info will be provided once the MFR has completed a thorough investigation of the event.